Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that did allege insulin pump was under delivering. Customer¿s blood glucose was 25 mmol/l at the time of incident and current blood glucose 17 mmol/l. The customer provides details regarding symptoms of their high blood glucose episodes such as feeling sick. Customer was treated with change cannula. Customer was not calling back to performed the high pressure test. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Troubleshooting was performed. The insulin pump will not be returned for analysis.